Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2014 and suture was used. Following the procedure, the patient experienced an open suture wound. A secondary surgical procedure was performed to close the wound. The surgeons opined that the open suture wound was a surgical technique issue rather than a product failure. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent caesarean section for failure to progress in labor on (B)(6) 2014 and suture was used to close the rectus sheath. The suture was placed continuous with one strand and a knot at each end and suture line integrity was verified before conclusion of the surgery. The patient had an uncomplicated post-op course and was discharged on (B)(6) 2014. On (B)(6) 2014, the patient experienced an open suture wound of the rectus sheath and skin, with suture broken approximately one-third of the way along the sheath. The knots at either end of the suture were still intact and tied. The patient underwent re-suturing of the wound on (B)(6) 2014. The current patient condition is well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.